Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2012-02762, 3005099803-2012-02763, 3005099803-2012-02764 and 3005099803-2012-02765 address these devices. It was reported to boston scientific corporation that four speedband superview super 7 multiple band ligators were used for an esophageal variceal ligation procedure performed on (B)(6), 2012. According to the complainant, while attempting to ligate varices in the lower part of the esophagus, the speedband device (mr # 3005099803-2012-02762) was only able to deploy the first two bands. Three additional speedband devices (mr # 3005099803-2012-02763, 3005099803-2012-02764 and 3005099803-2012-02765) were then used, but the same issue occurred; only the first two bands, out of the seven on each device, deployed per design. On (B)(6), 2012 additional information was received which revealed that the physician will be checking the patient in two weeks. No damage was visible to the speedband devices. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18 years old.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.